Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/18/2013: contamination was found under the contacts of all the keypad buttons.

Manufacturer narrative:
(B)(6). (B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, there was no damage to the keypad. On testing all the keypad buttons had normal response except for the contrast button, which had intermittent response and required multiple presses with increased force to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.